Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. D314vrg ICD implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead exhibited high svc (superior vena cava) impedance. It was noted that there was a rapid increase in impedance, a svc impedance warning, and a review of svc trend shows that there has been recent spikes in svc impedance. The svc portion of the lead was programmed off and then five days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.